Event description:
It was reported that revision surgery of the left hip was performed. Pain, metallosis, ringing in the ears, immobility, chronic abductor tear and detachment of both the gluteus medius and gluteus minimus reported.